Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a 8.0 diopter was intraoperatively implanted and removed from the patient's left eye (os) on (B)(6) 2023. The problem was resolved.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage. Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -8.0 into the patient's left eye (os) on (B)(6) 2023. The lens was implanted, removed and replaced the same day with a same model and length lens. It is not known if this was done intraoperatively. This resolved the problem. Claim # (B)(4).